Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: without the actual device a thorough investigation could not be performed and further evaluation was not possible.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: this patient's tpn started alarming downstream occlusion after 4 hours of running. After troubleshooting, the tpn still would not run. Going into this shift I was aware that this may happen due to it happening a couple times before this shift. This has happened several times on this particular patient. The patient tpn alarms downstream occlusion usually after about 4 hours of running. The tubing has been vented by opening the vent on the drip chamber. Nurses have reported seeing the fluid "building up" in the tubing. When the alarm occurs, we are required to hang specialty fluids because we can't continue the tpn. However, the patient is losing weight because this has happened several times. We were also asked by the provider team to re-spike the tpn one night. This is against protocol because the tpn is connected to a broviac central line. We did re-spike the tpn and it did work for about another 4 hours. After that, it alarmed downstream occlusion and we were forced to run specialty fluids. One night a nurse found an extension tubing set with the square tpn filter. She used this with primary tubing to run tpn and it worked. But we do not have any more of these extension tubing sets. I have emailed pharmacy and the provider to ask for a huddle. I also added dorcas lewe to see if there are other solutions to products that can help. Please note that providers are contemplating discharging the patient to home because his home tpn set up would work better.